Event description:
During stent deployment, the sds was inflated to approximately 14-16 atms. The physician noted contrast within the vessel, distal to the deployment site. There was no evidence of a vessel dissection and there was no other impact to the patient noted. The physician post-dilated the stent to ensure that the stent was fully opposed to the vessel wall. Additional information has been requested.